Manufacturer narrative:
On (B)(6)-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 14-oct-2021, bwi received additional information indicating that the complaint device's lot number is 30589023l. Section d4 has been updated accordingly. Additionally, the product investigation was subsequently completed. It was reported that a male patient born 7/7/1956 (265lbs) underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During an aflutter case, a pericardial effusion was noticed. Caller reported it was discovered when the patient had a significant drop in blood pressure when they were ablating the anterior wall about 30 mins after transseptal. The pericardial effusion was confirmed by ice. Medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The pericardiocentesis was still in progress at the time of the call. The patient was reported to be in stable condition. No comment was made by the physician as to the cause of pericardial effusion. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf bidirectional. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30589023l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born (B)(6) underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During an aflutter case, a pericardial effusion was noticed. Caller reported it was discovered when the patient had a significant drop in blood pressure when they were ablating the anterior wall about 30 mins after transseptal. The pericardial effusion was confirmed by ice. Medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The pericardiocentesis was still in progress at the time of the call. The patient was reported to be in stable condition. No comment was made by the physician as to the cause of pericardial effusion. The physician¿s opinion on the cause of this adverse event: the physician believes the pericardial effusion happened due to burning too long in one area of the left atrium. Patient outcome of the adverse event: fully recovered. The patient did not require extended hospitalization because of the adverse event: the patient stayed overnight in cvu to monitor recovery from event. The patient was covid tested prior to ablation. Transseptal was done with a brk sjm needle. There was no evidence of steam pop. Irrigated catheter was used in the event and the flow setting: flow setting 2/8 ml/min. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: all ¿ graph, dashboard, vector & visitag with the visitag module parameters for stability: 1.5mm, 5sec, 35% fot, 5g with no additional filters and color options: tag index. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.